Manufacturer narrative:
This event was initially reported via easr on (B)(6) 2010 with the adverse event term code of cancer, non breast. An update to our safety data base for this reported event notes that the term code has been changed from cancer, nonbreast to lymphoma - alcl, due to increased specificity. Device labeling reviewed: there were no events for lymphoma or anaplastic large cell lymphoma or the study trials in the labeling for saline implants.

Event description:
Research article published in 2008 american journal of surgical pathology. 'Anaplastic large cell lymphoma associated with a breast implant capsule: a case report and review of the literature' reported a (B)(6) pt with a history of right side breast cancer and reconstruction with allergan saline textured breast implant. In (B)(6) 2005 the pt presented with a seroma, subsequently she was diagnosed with alcl, t cell type. This case study was reported originally by another doctor et al in annals of plastic surgery, (B)(6) 2007.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).